Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture was unavailable at the time of filing. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported alternate oxygen mode was not functional. There was no report of patient involvement.

Manufacturer narrative:
The date of manufacture has been added. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The customer refused to have the system repaired.